Event description:
November 20, 1400, patient with lung mass, post bronchoscopy four (4) days earlier without difinite diagnosis, enters for transthoracic needle aspiration. Specimen was obtained. Patient developed complete pneumothorax;left thoracostomy tube was placed in the evening of 11/20/92. On 11/21/92 leak had sealed, chest tube was removed, lung remained stable. Patient was given bronchodilators and oxygen and was discharged home in a.m. Of 11/22/92 with chest x-ray showing both lungs normaldevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: telemetry failure, none or unknown, inherent risk of procedure. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was destroyed/disposed of.